Event description:
As stated by the customer (B)(6) 2012: the resident was sitting in the bath chair with arms down and seat belt on. The front right corner (from residents perspective) was over the left front corner of the tub. The caregiver went to the tub's control panel to lift the tub and speed up draining. The tub shell caught the corner of the chair. The chair then tipped to it's left and the pt hit the floor. Tub info: system 2000 - (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.